Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. Visual inspection of the polytetrafluoroethylene was bunched and wrinkled several places 13-27 centimeters (cm) from terminal pin. The helix was retracted. It was noted that there was dried blood or body fluid in helix housing. No sign of setscrew marks noted on the terminal pin. The ez tool was properly seated over lead terminal connector. Continuity testing passed indicating conductors were intact hipot test passed indicating no electrical shorts between conductors. A pressure test passed indicating the lumen or outer insulation was intact. Helix mechanism test failed likely due to polytetrafluoroethylene bunched or wrinkled. Stylet insertion test failed due to polytetrafluoroethylene bunched or wrinkled as there was resistance felt in area of bunched or wrinkled. Visual inspection revealed no abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. Additional information obtained from the field which indicated that this right ventricular (rv) lead exhibited high impedance and high pacing threshold measurements and port sensing. Moreover, the helix did not extend well. This lead was never in service. No adverse patient effects were reported.